Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The complainant reported that they encountered a pump stop during impella 5.5 support. The pump was implanted and it was started at p2 without issue. When increasing to p4, saturated flows were noted with spike in motor current. As a result, the device was turned off and the patient was placed on veno-arterial extracorporeal membrane oxygenation. The patient survived.

Manufacturer narrative:
A.6 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
Investigation summary: the impella 5.5 and purge cassette were returned for investigation. Field logs were not available. Saturated flow / pump stop: clinical details noted that after pump implant, the p-level was increased to p-4 and they got saturated flows with a motor current spike. The motor current was still pulsatile but then the pump stopped working. Upon removal, there was a large piece of tissue noted in the outflow of the cannula that looked like layers of arterial wall per the surgeon. The pump was returned and the outflow cage and cannula were free of any biomaterial. No visual abnormalities were observed. The pump was successfully run with mean flows of 5.7 liters per minute at p-9 and 4.5 liters per minute at p-6, which are high for their respective p-levels. There were also fluctuations in motor current and pump flow while running the pump in the lab at p-9 indicating potential biomaterial shifting. The motor was then torn down and there was evidence of light biomaterial with some sections stained with purge fluid. The cause of the saturated flow was biomaterial based on the provided clinical details about the biomaterial/motor current spike and since the pump reproduced the high flows with evidence of biomaterial on the returned product. The cause of the pump stop was biomaterial based on the provided clinical details about the biomaterial/motor current spike and evidence of biomaterial on the returned product. The device history review was completed and the pump passed all post-sterile inspection checks.